Event description:
Pt on telemetry complained of not feeling well. Required rapid response team evaluation. Philips engineer was present while telemetry was not transmitting to central station resulting in inability to document rhythm strips during the event.